Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a 1 1/2 inch leg length discrepency and the need to wear special shoes with a lift.